Event description:
The customer reported difficulty in performing demand mode pacing, where the leads ECG could not be acquired.

Manufacturer narrative:
The customer reported difficulty in performing demand mode pacing, where the leads ECG could not be acquired. Before the incident was reported to philips the device had been evaluated by the hospital biomedical engineer who could not duplicate the problem. The device passed all testing. Philips evaluated the event files for this incident, and no device malfunction could be confirmed. The device was not returned to philips for eval. The conclusion was that there was no malfunction of the device.